Manufacturer narrative:
This is one event reported on the same patient involving two separate products and associated mdrs # 1225714-2013-00584.

Event description:
The plaintiff's attorney alleged that the decedent experienced on (B)(6) 2011 after the use of the product.